Event description:
During a coronary stent procedure, crossing difficulties were encountered. The tip of the device/stent device kept getting stuck in the rca lesion, and the physician was unable to deliver the stent. The physician used another stent to succesfully complete the procedure. No patient injuries or complications were reported.